Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire properly. The staples were malformed. A new device was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Jaws. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed and properly formed two conforming clips and then, the jaw/cam ramps got broken affecting the ability of the device to form the clips as intended. Due to this condition, no testing could be performed to evaluate the event reported. This damage at ramp is most likely occurring when torque is applied to the end effector which is preceded from a potential pre-surgery device cleaning process. The batch record was reviewed and no anomalies were noted during the manufacturing process.